Manufacturer narrative:
Evaluation summary: customer reported a glaucoma implantable filtration device (gfd) to be dislocated and exposed after the surgery . The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported an intraocular pressure (iop) increase at one month postoperatively. Sutures were lysed at one week and one month. Needling was performed at 1 month postoperatively. The surgeon reported the gfd to be dislocated at three months postoperatively. The surgeon treated the iop with medications. A trabeculectomy was performed at seven months postoperatively. At 18 months postoperatively the surgeon reported the gfd to be exposed and follow up treatment included unknown surgical treatment. The device remains implanted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that the patient experienced sceral thinning and a scleral patch procedure was performed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the casual relationship between the event and the product is unlikely and the patient is recovering.